Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the pt experienced pocket heating during recharging only. The ipg site was sore for a few days after charging. No further info is available at this time.